Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for filter migration and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unk eclipse filter migrated. An initial attempt to retrieve the filter percutaneously was unsuccessful. The filter was later successfully retrieved percutaneously. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age and weight were not reported.